Manufacturer narrative:
E1 telephone number: (B)(6). The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. On post operative day (pod) 1, patient developed atrial tachycardia and further evaluation revealed that the evoque valve had partially dislodged laterally into the ventricle and was pushing to the septum, necessitating surgical intervention. Patient had an ICD lead device, a mitral repair device and a flail leaflet, resulting in extremely poor echocardiographic visualization. The patient had been screened for a 48 mm valve with adequate oversizing. Although pre-procedural measurements later indicated a slightly smaller perimeter and the septal lateral diameter measured 42 mm in second assessment, the team proceeded with a 48 mm valve. Despite the limited echo views, all parties agreed to proceed. During procedure, imaging was limited to mid-esophageal biplane. A temporary post leaflet pinning was observed and corrected and final leaflet engagement appeared satisfactory. Laterally a structure outside the anchor was interpreted as a chord, which was a pre-existing flail, was visible above the anchor. After release, the valve shifted slightly anterior-lateral (in range) but appeared stable. Post-deployment pvl was considered irrelevant. There was sufficient lead slack after evoque was deployed. As per field clinical specialist, flouro showed significant interaction with ICD lead and the valve. A minimally invasive surgical tricuspid valve replacement (biological), converted to sternotomy, was performed. Patient left the operating room with moderate catecholamine support. Arrhythmias were resolved once evoque was removed. After internal imaging review of procedural tee/fluoroscopy shows the 48 mm evoque valve deployed with evidence of some valve instability. The lateral aspect appears 6-10 mm below the annular plane. Pod 1 tte shows the evoque valve positioned low on the anterior/lateral aspects, > 10 mm. It appears the majority of anchors are losing contact with the native annulus, consistent with valve embolization. There is evidence of valve instability with significant motion of the lateral aspect into the ventricle.